Manufacturer narrative:
Testing / inspection: no product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. Complaint was not confirmed. Root cause: no root cause could be determined since the complaint was not confirmed due to the fact no samples, pictures or videos were received to perform a thorough investigation.

Event description:
It was reported that no disposable alarms occurred. The event occurred during bench test. There was no patient involvement.